Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they were experiencing bluetooth connection issues between the transmitter and the g5 application. The patient started a new sensor session and the issue resolved. No additional event or patient information is available.